Manufacturer narrative:
Zoll has not yet received the product for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the thermogard ivtm system powered off 8 hours into ivtm cooling therapy. The user then checked the power connection to ensure that the power cord was properly connected to the power outlet, connections was fine. The console was replaced to continue with the therapy. No known impact or consequence to patient.